Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced grayish foreign matter. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, a grayish foreign matter was found during preparation of the anticancer agent abraxane.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 18-jan-2023. H6: investigation summary: three protectors assembled onto a vial along with the infusion bag, was provided to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors, the protectors fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. It was noted the vial stoppers display heavy perforation, they are wrinkled and the hole where the protector was inserted is very large. Poor positioning of the protector during assembly can cause more significant perforation of the stopper. During our evaluation a particle was observed within the infusion bag. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the vial. A device history review was performed for protector lot 2205122 and spike connector lot 2206711, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced grayish foreign matter. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, a grayish foreign matter was found during preparation of the anticancer agent abraxane.